Event description:
The customer reported via the sales rep that the pin became stuck in the jig and was very difficult to remove. The customer reported that once the pin was removed from the jig following completion of the procedure, it would not fit back into any of the holes and therefore was discarded by the hospital. The customer reported that surgery was completed successfully with the reported jig and there were no adverse consequences for the patient.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded. If additional information becomes available, it will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding pin became stuck in a jig involving a drill bit was reported. The event was not confirmed. Device history review: review of the device history records indicates all devices accepted into final stock met specifications. Complaint history review: the complaint databases show there have been no other events for the reported lot ID. Conclusions: the exact cause of the event could not be determined because no devices were returned for evaluation.

Event description:
The customer reported via the sales rep that the pin became stuck in the jig and was very difficult to remove. The customer reported that once the pin was removed from the jig following completion of the procedure, it would not fit back into any of the holes and therefore was discarded by the hospital. The customer reported that surgery was completed successfully with the reported jig and there were no adverse consequences for the patient.